Event description:
It was reported that during the craniocerebral surgery for cranial tumors, it was noted that the screw does not have a nail tip. Changed to another three to continue the surgery, and the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation and sent to the manufacturing site. Per the investigation, the tips on the screws appear to have been broken off post-processing, rather than being manufactured incorrectly without the tips. 100% cosmetic inspections for uniform length at the beginning (turn complete) and end (final inspection) of the manufacturing process would have detected four (4) screws with missing tips prior to packaging them, as they are shorter in length than the remaining conforming screws. Following final inspection, the entire order is sent through a vision system where length and shape are checked again (vision sort). Parts missing tips would be detected by the machine as they would not match the appropriate length/shape of the conforming screws. The debris on each of the screws indicates that they were used in surgery on the patient and it is possible that the tips of the screws were broken off during surgery. Therefore, the complaint condition is confirmed, however, it is determined that the condition is not caused by manufacturing. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities., photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The device associated with this report was not returned to j&j medtech orthopedics for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument, manufacturing date: 10-jan-2024, part number: 04.503.104.01c, ti matrixneuro screw self- drilling 4mm, lot number: 9109p38 (non-sterile), lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number: 9109p38. No nonconformities or manufacturing irregularities have identified related to the complaint condition.